Event description:
Debilitating chronic pelvic pain, back and legs pain, urinary incontinence, paresthesia, permanent muscle and nerve damages that make me walk, become bedridden, suicidal, travelled almost 1,000 miles for revision surgery, depression, peripheral neuropathy in pelvic due to damage from mesh, emergency room treatments, severe abdomen pain, problem continues.